Manufacturer narrative:
(B)(4). The affected device was received for evaluation. A leak was noted at the edge of the cassette sheeting weld during visual inspection and leak testing. Evaluation of the device confirmed the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be a puncture in the cassette sheeting. It was undetermined as to how the puncture manifested. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with cassette leaked from a small hole "near the membrane of the cassette." The home patient (hp) stated that this occurred after therapy, while the hp was not connected. Nothing unusual was noticed with the supplies, box, or overpouch. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 4 for this patient.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).